Event description:
It was reported that the distal luer lock connector of a one-link non-dehp standard bore catheter extension set separated from the tubing. This separation occurred during an unspecified process step. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
D4: suspected lot # r21b23144. D4: suspected lot # r21k08024. D4: suspected lot # r21d20096. D4: suspected lot # r21d21110. H4: the suspected lot # r21b23144 was manufactured between 02/23/2021 - 02/24/2021. H4: the suspected lot # r21k08024 was manufactured between 11/08/2021/ - 11/10/2021. H4: the suspected lot # r21d20096 was manufactured between 04/20/2021 - 4/21/2021. H4: the suspected lot # r21d21110 was manufactured between 04/21/2021 - 04/22/2021. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.